Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11 results of investigation: a field service engineer was unable to duplicate the issue and performed the o2 gas path test. Per tech support, the results of the o2 gas path test showed that the o2 safety valve was leaking. The fse replaced the safety valve, and the ventilator passed all testing. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. A supplemental report will be submitted in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that technical failure 389 was observed. No patient involvement.